Event description:
Resident fell while being monitored by a sensor pad. Pad and monitor failed to signal caregiver.

Manufacturer narrative:
Functional testing of the returned sensor pad revealed an intermittent connection at the sensor pad modular connector. Further inspection revealed that the wires had been pulled back from the contact crimps. It is believed that this was a result of excessive pulling on the cable. All sensor pads are 100% tested for continuity 2 times during their manufacturing process. Non further action is required.